Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 had failed to open. A field service engineer discovered that the full height drawer 6 latch inseparable magnet was missing, and the inseparable was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed to open. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.